Event description:
It was reported by service report that the calf supports were not locking in place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Calf supports. The issue was resolved for the customer by replacing the calf supports.